Manufacturer narrative:
A ge service representative performed an onsite investigation. The field modification instruction (software) was reinstalled. The system was then found to be operating as intended.

Event description:
The customer reported that the system would not boot up after a field modification instruction was completed. There is no report of pt injury associated with this event.